Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received sometimes during dual wave bolus and the did not give second bolus. The customer¿s blood glucose level was unknown. Customer stated that batteries was shortened and crack on screen. Customer troubleshoot was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device received with normal operating currents. No unexpected low battery alarm noted. Device passed the delivery accuracy test.